Event description:
Pt had an #18 gauge IV cathlon inserted prior to a surgical procedure in 2002. The cathlon was presumed removed the next day. The pt notified the surgeon 4 days later that a piece of the cathlon had been retained in the vein. The pt reported piece of cathlon 3/4" - 1". Surgical intervention is required for removal with removal of part of vein.